Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that after the lead was implanted, the threshold increased. It was also reported that the physician decided to remove the lead; however, the lead was destroyed because the guirewire could not be "forced into place". The lead was explanted and replaced. No patient complications have been reported as a result of this event.